Manufacturer narrative:
(B)(4). Date sent: 06/06/2025. Corrected data: h6 (type of investigation). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 05/02/2025. Corrected data: b1, h1: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction.

Event description:
It was reported that, during laparoscopic gastrectomy reconstruction (r-y reconstruction), the entry hole was sutured with pds after cutting the lumen of the remaining stomach elevated jejunum with echelon 3000. After that, blood flow was observed using icg and it was found that the jejunal stump was too long, causing poor blood flow, so the jejunal stump was additionally resected using echelon (blue). The oral gastric tube was not pulled properly and got caught in the echelon, the jejunum was cut. It was found in the ICU that the gastric tube could not be removed after the surgery. The patient is male. The day after the operation, a second surgery was performed using laparoscopy, and the gastric tube was removed using an ultrasonic cutting device and the wound was closed with sutures and the operation was completed. After surgery, the amylase level was high, and pancreatic damage was suspected, so neoveil sheet was applied to the upper edge of the pancreas and the duodenal stump, and the patient was stable after reoperation. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: does the surgeon believe that there was a deficiency with the device that caused or contributed to the post operative complications? No, it is believed to be user-caused. If so, please explain.